Event description:
It was reported that the event involved a female patient scheduled for coronary artery bypass graft surgery. While in the operating room, the intra-aortic balloon (iab) was prepped per instruction. The cardiac surgeon could not thread the iab over the guidewire. As a result, the iab and the guidewire were removed as one unit.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.